Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery cap was broken after the battery changed. The customer was using the belt clip to open the battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed and replacement battery cap will be provided to customer. Device will not be returned for analysis.